Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information or perform troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.